Event description:
Reportedly, this valve was explanted after approx a year, four month implant duration due aortic insufficiency, perivalvular leak, pulmonary hypertension, congestive heart failure, and atrial fibrillation.

Manufacturer narrative:
Device not returned